Event description:
Customer reported at 8 am, device = 112 mg/dl. Customer dosed with 26 units of insulin. 4 hours later customer passed out and paramedics were called. Paramedics device = 39 mg/dl. Paramedics administered glucose in a tube, customer then ate lunch. Customer had a noon reading = 104 mg/dl. Controls were in use. A request was made for the return of the suspect device and replacement product was sent.